Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99% stenosis degree) in a moderately tortuous segment of proximal to mid lcx. After placing a competitor's stent, the orsiro mission should have been placed to another lesion located distal to the previous implanted stent. However, the orsiro mission got caught on the existing stent and was unable to pass it. Subsequent attempts to force the device through met significant resistance, which led to deformation of the stent. Thus, the use of the device was abandoned. The procedure was completed using a cutting balloon and dcb.

Manufacturer narrative:
Combination product: yes.